Event description:
Patient additionally reported "stabbing sensation," "rare small, sparse, cysts."

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported "fibrous capsule with chronic granulomatous inflammation and giant cell reaction to a foreign body; skin without particularities." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported left side "rupture" ultrasound confirmed and "afraid the rare type of neoplasm." Device remains implanted.